Manufacturer narrative:
Correction information was provided in b.3., b.5. And d.10. The manufacturer internal reference number is:(B)(4).

Event description:
Additional information was received stating there was no patient contact and no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, failure to eject, haptic damaged. Additional information was requested.